Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced two revision procedures for pelvic organ prolapse, pain, infection, urinary problems, recurrence, and vaginal scarring.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has required non-surgical and additional surgical interventions. Event description per additional information received, the patient has experienced exposed vaginal mesh, vaginal apex defect, urinary tract infection (uti), fistula and required additional surgical and non-surgical interventions.